Event description:
It was reported that during a laparoscopic gastric bypass procedure, leaking gas during the procedure, which requires the patient to insufflated with much larger doses of gas than necessary in order to maintain pneumo. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Devices a and b were received inside their original package. They were noted to be in good condition. The devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.